Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, the handle was turned; however, the first band could not be deployed. It was reported that the device was removed for inspection and it was found that the bands were entangled. It was reported that "sectioning the tangled bands and verified good shooting when testing the strength of the body. Used the last band in the process successfully". Additionally, during reprocessing, a leak was noted on the scope which suggest a perforation in the working channel. No patient complications have been reported as a result of this event. Note: the photos submitted by the customer show the ligator head outside the patient and the bands were moved out of their original positions and were overlapped. Additionally, the white band and one blue band were observed broken and entangled with the other bands. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Evaluation conclusion code is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.